Event description:
It was reported that there was an atrial lead dislodgement. The lead was explanted and replaced. The patient reported he "had to endure severe discomfort and the intense pain" of the surgery to replace the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Distal segment returned and analyzed.